Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life with moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 11/02/2017 with the following findings: there was evidence of short battery life with voltage drops. The battery compartment was found to be cracked. There was evidence of moisture corrosion on the internal components of the pump. The pump's current draws were above specifications.